Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute drug eluting stent (2.75mm x 30mm) and then one resolute integrity drug eluting stent (2.75mm x 22mm) to treat a severely tortuous and severely calcified lesion located in the proximal left anterior descending artery, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop. Both devices were inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used during delivery. It was reported that the stents failed to cross the lesion and were deformed. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Cine image review: photo 1: image shows an endeavor resolute stent and luer and a portion of the shelf carton. Deformation is evident to the distal section of the stent. The lot number printed on the luer of the device corresponds with the lot number on the shelf carton. Photo 2; image shows an endeavor resolute stent and luer and a portion of the shelf carton. The size shown on the shelf carton is 2.75mm*22mm, which corresponds with the size printed on the luer of the device. If information is provided in the future, a supplemental report will be issued.